Event description:
It was reported to vyaire medical that the infant sipap configuration ventilator stopped running while on a patient. The customer confirmed that no harm was done to the patient and the respiratory therapist immediately transferred the patient to another sipap ventilator.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.